Manufacturer narrative:
Film evaluation results are: review of two still angio images during the index procedure showed that the endurant bifurcate was positioned just distal to the renal arteries and approximately 4 cm of the aortic body was deployed. The suprarenal stent were not deployed. The pigtail catheter was positioned just above the tapered tip sleeve. Contrast injection showed the bifurcate proximal markers was positioned just below the left renal artery. The proximal stent graft was not apposed to the right aortic wall due to the severely angulated aortic neck. Both renal arteries were patent. Per the calibrated catheter, the abdominal aortic aneurysm maximum diameter measured approximately 55 mm, l-r. The proximal aortic neck angle measured approximately 100 degrees, l-r; relative to the distal aaa. The proximal aortic neck diameter measured approximately 28, 29, 31, 33, 34 mm from proximal to distal across a 17 mm length. The bifurcate was then seen implanted with the contra gate opened on the left side. A contra limb was implanted into the contra gate. Seven endoanchors was seen implanted into the left side of the proximal 1 cm of the bifurcate, into the outer curvature wall of the aorta. Another endoanchor was seen implanted into the right side of the proximal 1 cm of the bifurcate. One of the endoanchors implanted on the left side was possibly not fully engaged to the aortic wall. An endurant cuff was seen implanted approximately 3 mm above the bifurcate and landed just above the bifurcate flow divider, trapping the possible free floating endoanchor. Per the calibrated catheter, the proximal stent graft od measured approximately 28 mm. The bifurcate stent graft od just above the flow divider measure approximately 32 mm. Contrast injection with the injector placed above the suprarenal stent showed patent renal arteries. There was slight contrast seen outside the stent graft near the top of the sac, primarily along the left side of the bifurcate aortic body, from a possible type IV or a proximal type I endoleak. No other stent graft issues were observed. Use of reliant balloon was not visualized in the images provided. The pre-implant films, films that showed the implant of the endoanchors and endurant aortic cuff, and post implant films were not provided. The exact cause of the proximal type I endoleak from the bifurcate, endoanchor did not fully engage with the aortic wall, and possible proximal type I or type IV endoleak after implantation of the cuff and endoanchors could not be determined from the two still images provided. It is possible that the patient's severely angulated aortic neck and aorta could have contributed. The exact cause of the reliant balloon burst could not be determined. Films that showed use of the reliant balloon was not provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for endovascular treatment of a 93 mm diameter abdominal aortic aneurysm. Aptus endoanchors were also implanted. The proximal aortic neck measured 28, 29, 31, 33, 34 mm in diameter and 17 mm in length. It was reported that during the index procedure, the reliant balloon burst. Per the physician's statement the cause of the burst is unknown. It was also reported that upon deployment of the last endoanchor, it did not engage to the aortic wall due to tortuous anatomy and was free floating in the bifurcate stent graft. A small proximal type I endoleak was observed. The patient received treatment. The physician implanted an endurant aortic cuff to trap the free floating endoanchor and to gain 3 to 4 mm more purchase. There was an unknown endoleak at the end of the procedure; it was possibly a proximal type I endoleak or a type IV endoleak. Per the physician, the cause of the events were due to patient anatomy, extreme tortuous aortic neck and aorta. No additional clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.